Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. Customer also reported failed battery test alarm and replace battery now alarm. The blood glucose was 106 mg/dl at the time of the incident. Customer stated that, the display was blank currently and did not return after pump restart. After troubleshooting of the failed battery test alarm, customer did not receive alarm. Customer received a low battery alert prior to the replace battery now alarm. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.